Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed white drug residue inside a bag that contained the sample which suggested a leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. The event occurred "while unpacking their order the pharmacist noted one infusor had leaked and had a residue inside the outer bag". The device was filled with 5000mg fluoruracil in 115ml 0.9% sodium chloride. There was no patient involvement. No additional information is available.